Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The device was returned after service on (B)(6) 2023. Per the customer¿s policy, the scope had microbiologic cultures collected upon the device's return. The scope had tested positive for growth three times. The customer flushed with endozyme, brushed the channels, and reprocessed the scope in the olympus endoscope reprocessor each time. The cultures from the outside of the scope were negative, it was only the fluid from the channel that was testing positive. The customer ran several other scopes with negative results to rule out water contamination or cleaning deficiencies. It appeared that there was damage or a defect inside the channel that was causing the problem. The scope has not been used on a patient since its return from service. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer reported that the scope did not come into contact with a patient. The exterior of the scope along with the channel were cultured. A fluid culture was taken of the channel. The scope was stored in a hepa filtered endoscope cabinet. Microorganism(s) were detected in the channel. The exterior swab of the scope was negative for growth. The microorganisms detected were stenotrophomonas maltophilia for the first culture, coagulase negative staph species for the second culture and coagulase negative staphylococcus species, diphtheroid, and gram-negative rods for the third culture. The device was not used on a patient with a known infection of the same microorganism. All scopes were tested after service prior to patient use per procedure. The scope had been reprocessed multiple times, upon return, and prior to and after each culture. The last reprocessing was on 09 october 2023. The scope was not ethylene oxide sterilized. The cleaning and disinfectant solutions used with the endoscope were olympus oer-elite, endozyme aw plus ruhof corporation. It was unknown if the scope failed adenosine triphosphate testing. The minimum effective concentration was checked prior to each cycle. The automatic endoscope reprocessor(aer) used was an olympus oer-elite sn:(B)(6). The endoscope channel was being brushed with a single use olympus, bw-412t brush during manual cleaning. Pre-cleaning was performed immediately after a procedure. Pre-cleaning included: flushing the biopsy port with 30cc eco (endozime slr enzymatic detergent), suctioned the eco through the suction port, suctioned sterile water through the suction port, used ¿key¿ to continuously flush air, and wiped down the outside of the scope with a sponge soaked in eco. The endoscope was leak tested prior to manual cleaning the model and the manufacturer of the leak tester is an olympus alt-pro. There have not been any problems noted with the aer. The last preventative maintenance for the aer was on 22 october 2023. There was also a preventative maintenance done on 17 october 2023. New staff were trained by current staff. All staff did a yearly competency in accordance with olympus and the association of perioperative registered nurses standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacturer's investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: instrument/suction channel. Cfu: unknown. Bacterial identification: stenotrophomonas pavanii, enterococcus casseliflavus, enterococcus avium. Sampling from: air/water channel cfu: unknown. Bacterial identification: staphylococcus cohnii. Sampling from: auxiliary water channel cfu: unknown bacterial identification: micrococcus luteus sampling from: insertion section. Cfu: unknown. Bacterial identification: staphylococcus haemolyticus. The returned device was evaluated and the following defects were noted during the evaluation: there was restriction in the suction cylinder, a leak in the biopsy channel, the megaohm value in the distal end cover insulation was 10, the forceps passage was kinked/dented with scrapes on the inside of the channel, the distal end plastic cover was dented. The cement was peeling on the objective/light guide lens, the bending section cover glue was cracked, the suction flow was slow, and the angulation was low. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing and when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair. It is likely that the physical damage to the device as well as the discovered leak from the device made reprocessing insufficient. An endoscopic support specialist was sent to the user facility to ensure proper reprocessing technique. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.